Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was pressure tested and visually inspected. Results:the pressure test of the complaint (B)(4) chamber was found to be out of specification. Visual inspection of the (B)(4) chamber further revealed that the water feedset tube was broken/ cut at the spike end. Conclusion: the reported event was likely due to damage observed on the water feedset tube at the spike end. Every (B)(4) chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. In addition, pull testing is performed periodically to verify the strength of the water feedset tubing. The subject (B)(4) chamber would have met the required specification at the time of production. The user instructions that accompany the (B)(4) vented autofeed humidification chamber state the following: - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the (B)(4) above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure" - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A healthcare facility in canada reported that a mr290v vented autofeed humidification chamber failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). We have requested the return of complaint mr290v vented autofeed humidification chamber to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(4) reported that a mr290v vented autofeed humidification chamber failed the ventilator leak test prior to patient use. There was no patient involvement.